Event description:
Hill-rom received a report from the account stating the power cord sparked when inserted into the outlet. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the electrical plug ground resistance was a little high reading 0.16 ohms. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Hill-rom technician replaced the electrical plug to resolve the issue. Based on this info, no further action is required.